Event description:
It was reported that on (B)(6) 2025, the user experienced a jerking motion of the tubehead, accompanied by a system error on a 3dimensions mammography system. A field service engineer (fse) was dispatched to examine the system and found four of the bolts that hold the rotational gear in place on the vta to be loose. To resolve the jerking motion, the fse tightened the loose bolts, adjusted a system brake, and completed several system calibrations. The fse verified that there were no longer any performance issues; however, the system error that was observed will be resolved at a later date. No patient or user injury was reported.